Event description:
It was reported that the tip of the coil broke. The 90% stenosed target lesion was located in the moderately tortuous and non calcified pulmonary artery. A 035/260/1 (bx/1) amplatz - pi guide wire was advanced to cross the lesion. However, during the procedure, it was noted that the tip of the coil part broke. The device was removed and nothing remains inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported. There were no patient injury reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. Unit returned with its original pouch. The unit returned has tip damaged, as part of overall visual revision. The returned device was inspected and the core wire was bent and separated from the distal tip solder ball and the coil is kinked and stretched. It's important to mention that the device was received outside the protective hoop. No more visual damages were found in the device. The outer diameter of the distal tip, middle section and proximal section were within specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that the tip of the coil broke. The 90% stenosed target lesion was located in the moderately tortuous and non calcified pulmonary artery. A 035/260/1 (bx/1) amplatz - pi guide wire was advanced to cross the lesion. However, during the procedure, it was noted that the tip of the coil part broke. The device was removed and nothing remains inside inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported. There were no patient injury reported.